Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown concentration and dose via intrathecal drug delivery pump for malignant pain and pelvis/pelvic. It was reported that the patient got an infection/sepsis and they had to remove the pump. The patient was in an extreme amount of pain but was "fighting" to get another pump back in. The patient did not know an event or explant date because her memory of the events was foggy because of the pain back then. The patient did not have the pump anymore. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The hcp hadn't seen the patient since (B)(6) 2017. The patient's pump was explanted on (B)(6) 2016. No further complications were reported.